Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00228 on 16-sep-2021. Additional information (20-sep-2021): siemens concluded the investigation and determined the issue was sample specific and was limited to one patient sample. The original sample has been discarded and is unavailable to be further analyzed. A sample mix up or sample ID labeling issue, as was suspected by physician(s), cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The physician(s) suspected that the discordant results were due to a sample mix up or a sample ID labeling issue. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated potassium (k), urea nitrogen concentrated (un_c), creatinine, calcium, and total bilirubin (tbili) results, and a discordant, falsely low glucose result were obtained on a patient sample on an atellica ch 930 analyzer. The discordant results were reported to the physician(s) and were questioned by the physician(s). The patient was redrawn and was retested for the six affected assays on an alternate atellica ch 930 analyzer. The potassium (k), urea nitrogen concentrated (un_c), creatinine, calcium, and total bilirubin (tbili) results recovered lower and glucose result recovered higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant potassium (k), urea nitrogen concentrated (un_c), creatinine, calcium, total bilirubin (tbili), and glucose results.